Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient's daughter reported that the patient had an irritation under her breasts. The patient's skin was red and raw, but was not broken open. The patient received care from a wound care nurse. Follow-up indicated that the irritation had improved.